Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the lead was tested on the pacing system analyzer (psa) and found to have acceptable measurements. However, once connected to the device header, over-sensing and decreased r wave sensed amplitude was observed. The lead was not implanted, and a replacement was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported events of oversensing and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.